Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call taht the insulin pump buttons were no longer sensitive. The patient's blood glucose was normal and did not require medical treatment. The batteries and battery cap were removed for 24 hours but the button issue was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with all the buttons unresponsive due to keypad connector on lcd board unlocked. No moisture damage on keypad traces noted. Unable to perform functional testings due to unresponsive keypad/button. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.